Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient ins was replaced because the battery depleted prematurely. The physician reprogrammed the ins as troubleshooting. The issue was reported to be resolved at the time of the report. No patient symptoms were reported. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) revealed that the output and telemetry were acceptable; however, the battery was near normal battery depletion. If information is provided in the future, a supplemental report will be issued.